Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stroke (cerebrovascular accident) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for stroke. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, and mr was reduced to grade 1-2. Post procedure, the evening of the procedure, the patient experienced left arm and leg weakness, and a stroke was diagnosed. Tissue plasminogen activator (tpa) was administered. The left arm and leg weakness continues, but the patient remains in stable condition. No additional information was provided.